Event description:
A lower than expected vitros li result (qc level ii < 0.20 versus expected 1.09 mmol/l) was obtained from a quality control fluid processed on a vitros 250 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros li result was obtained from a qc fluid run on a vitros 250 chemistry system. The evaluation of historical laboratory results demonstrated that reagent lot in question had good accuracy prior to the date of the event. The investigation determined that the issue was isolated to a specific vitros li slide cartridge that was suspected to be non-reactive. Acceptable vitros li performance was achieved using an alternate slide cartridge without any changes being made to the vitros 250 chemistry system. The assignable cause of the non-reactive slide cartridge could not be determined.